Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by a letter from an attorney, alleging a screw from the support bar "popped out" causing the right side of the walker to unlock and collapse. The end user fell backwards hitting their right shoulder and became unconscious and was hospitalized. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.